Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that emergency medical services were dispatched to assist them for a low blood glucose of 19 mg/dl; however, the sensor glucose read 55 mg/dl. The customer was sleepy and tired as symptoms of the hypoglycemia. The patient was treated with an IV. Troubleshooting was not completed for the low blood glucose and sensor glucose inaccuracy. The insulin pump will not be returned for analysis. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 buffered test solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor the sensor functioned properly. Cannot performed buffered test solution test as the sensor is beyond its expiration date.